Event description:
It was reported that the patient reported to the emergency room after feeling a large jolt from her device. The therapies were turned off in (B)(6) 2009, due to noise. The jolt may have been due to periodic capacitor maintenance performed by the device. The lead was found to exhibit low high voltage impedance and increased capture thresholds. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.